Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Imaging studies were provided and reviewed by internal medical director with the following conclusion: the supplied imaging does not allow us to identify and/or diagnose type ii versus type iii (a or b) endoleak; the contrast seen in the images could be from any of these sources. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 31 months post implant of a bifurcated device, a computed tomography angiogram revealed an endoleak believed to be a possible fabric tear. The physician is determining course of action.